Manufacturer narrative:
Based on the information provided, it cannot be determined that the use of the activ.a.c.¿ therapy system caused more damage to the wound. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: -if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. 'Maintaining a seal' maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: -dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient: she alleged the wound had ¿more damage¿ with the use of the device. On nov 21 2017, the following information was reported to kci by the nurse: she spoke directly with the physician who confirmed that the patient¿s wound did have deterioration due to the unit not suctioning properly. It would fluctuate in pressure and due to this inadequate suction, the patient¿s wound did not have adequate granulation and developed a scar contracture. The patient was taken off v.a.c.® therapy and an alternate treatment was used. The patient has since had surgical debridement to stimulate wound healing. The wound was currently making adequate progress. On jun 7 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications prior to patient placement. On jun 14 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications after patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.